Event description:
It was reported that on (B)(6) 2019, when attempting to implant the device the impedance on the ventricle lead was high out of range. The physician decided to use a new lead instead and completed the procedure. The patient was recovering.

Event description:
New information notes that the patient is recovering well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.